Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with a bd pen ndl 32g 4mm pro the insulin was unable to be delivered. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer is complaining that he/she could not press the button to the end (he/she became unable to press the button before the full dose was administered).

Manufacturer narrative:
H.6. Investigation: seven open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. A functionality test was carried out on the returned samples and no issues were observed. DHR could not be performed due to unknown lot#. No issues were observed with the returned photos. No issues were observed with the returned samples or photos therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that during use with a bd pen ndl 32g 4mm pro the insulin was unable to be delivered. The following information was provided by the initial reporter, translated from japanese to english: the customer is complaining that he/she could not press the button to the end (he/she became unable to press the button before the full dose was administered).